Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, often requiring multiple attempts to activate the screen, and the pump screen would not turn on when not connected to a power source. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller on techniques to activate the pump and confirmed that the pump screen could be turned on only when plugged into a power source. As a solution, cts sent a replacement pump and instructed the customer to keep the pump plugged in until the replacement arrives, and the customer was advised on returning the defective pump and setting up the replacement. Customer will continue to use current pump.